Manufacturer narrative:
This unit is currently in house and is in the process of being evaluated. Once the unit has been evaluated and the results of the investigation become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the reset alarm occurred 4 times during patient use. There was no patient harm associated with this reported issue. The service technician was able to confirm the reported issue through the event trace log review.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. All testing was performed using a good known test ac adapter and patient circuit. When the ventilator was plugged in with an ac adapter, the ventilator displayed an amber on charge status. After a couple of hours of charging, the charge status led displayed a solid green status. The ventilator passed an extended 478 hour run in test at the customer's settings. The ventilator passed a 40 minute battery duration test, however, the ventilator failed the automated final test with slight non-conformance with the peep pilot pressure test. This slight non-conformance does not affect the way the ventilator ventilates. The service technician was unable to reproduce ¿ln vent1¿ conditions during bench testing, however, a review of the event trace log revealed multiple ¿ln vent1¿ conditions ranging (B)(6) 2017. All other event trace entries were consistent with normal ventilator operation.